Event description:
It was reported in a study that during an initial left total hip arthroplasty, intraoperatively, a slight cortical imperfection (incomplete bone fracture) at the medial calcar was identified and cabled. Approximately two and a half months post-op, the patient reports performing all activities of daily living without difficulty or pain and extremely satisfied with the new joint. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical records were received, however the complaint cannot be confirmed. Operative notes provided state that no clear fracture ¿ at least not a complete one, however slight medial cortical blemish was seen at the inner surface adjacent to the broach. Re-broaching performed and cortical blemish remained the same/stable ¿ no further change or worsening. Follow up office notes (at 2 weeks,1 month and 3months) state that postop the patient reports performing all activities of daily living without difficulty or pain and extremely satisfied with the new joint. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.